Event description:
During a laparoscopic cholecystectomy procedure, clips were not forming properly and many clips were being deployed at the same time. There was no pt consequence. The procedure was completed with another device of the same product code.